Event description:
It was reported the cot is not locking into position and has dropped. It was further stated the cot has been modified to be compatible with a helicopter. Allegedly,when the cot dropped, an operator "jerked" his shoulder trying to catch it. There was reported pt involvement and adverse consequences.